Manufacturer narrative:
It was reported that the patient's blood pressure dipped, and intervention was required. It was reported that a spectrum pump alarmed improper shutdown during therapy. The event occurred during infusion of norepinephrine (dose, programmed amount and delivery rate unknown) at the intensive care unit. It was reported that the alarm stopped the infusion and the user was unable to get the pump to turn on or off. The device was swapped for a new pump and the patient experienced a dip in blood pressure for a minute during the swap and medical intervention was required. No additional information is available. It was reported that the patient had previously had a liver transplant.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed improper shutdown during therapy. The event occurred during infusion of norepinephrine (dose, programmed amount and delivery rate unknown) at the intensive care unit. It was reported that the alarm stopped the infusion and the user was unable to get eth pump to turn on or off. The device was swapped for a new pump and the patient experienced a dip in blood pressure for a minute during the swap. No additional information is available.